Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the unit was unable to "pull up" (recognize) implantable heart devices, it passed all tests with no fault found. (B)(4).

Event description:
It was reported that the programmer stopped recognizing implantable heart devices, that the radiofrequency programmer head did not pull up patient devices on three different patients. It was further reported that the printer also stopped printing and that this programmer had a prior issue with its printer and has already been returned due to that once. The programmer and the radiofrequency head were returned for service. No patient complications have been reported as a result of this event.